Event description:
It was reported that a patient with this inflatable penile prosthesis (ipp) experienced a sticky pump after having the implant for a time and it wouldn't work. A surgery was performed in which the pump was replaced. There were no patient complications.